Manufacturer narrative:
This submission is for the 4q17 asr malfunction events for rotary niti file breakage under asr exemption # 2007004.this report summarizes 94 malfunction events where a file broke (device problem code: 1069). In 9 events, the file was reported to have broken at the shaft (device problem code: 955). In 13 events, the file was reported to have broken at the tip (device problem code: 3123). In 72 events, it was not specified where the break occurred on the device. There were 64 events where file breakage resulted in no consequences or impact to the patient (patient problem code: 2199). There were 30 events where the patient outcome is unknown despite multiple attempts to obtain the information (patient problem code: 3190).54 devices were not returned for evaluation, of which 15 were because they were discarded by the user.33 devices were received in a condition making evaluation impossible.7 unused devices were received for evaluation and all were found to be within specification

Event description:
This report summarizes 94 reported events. This submission is for the 4q17 asr malfunction events for rotary niti file breakage. This report summarizes 94 malfunction events where a file broke. There were 64 events where file breakage resulted in no consequences or impact to the patient. There were 30 events where the patient outcome is unknown despite multiple attempts to obtain the information.